Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor; however, the motor passed motor test. Unable to perform excessive no delivery test due to a33 and motor error alarm. The displacement test was functioning properly. The insulin pump was programmed with low reservoir and empty reservoir alarms and all alarmed properly. The test minilink transmitter with the glucose sensor simulator and blood glucose meter communicates properly to the insulin pump. The insulin pump programmed with multiple subcutaneous glucose values and all registered properly in the sensor update history noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error, and that the insulin pump will not alarm with no delivery at the appropriate times. The patient's blood glucose at the time of incident was 209 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer was able to rewind the insulin pump. However, the absence of the no delivery alarm was not investigated or resolved; the customer declined troubleshooting for that issue. The insulin pump will be returned for analysis.